Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved a microclave¿ connector where the customer reported leakage. The patient was admitted for treatment on (B)(6) 2024 due to incomplete intestinal obstruction. On 10th jan, the nurse used a connector to connect the patient to the jugular vein and inserted a catheter. After connecting, leakage was found in the exhaust. The connector was immediately stopped and discarded, and replaced with a new product. After checking for accuracy, it was continued to be used and reported to the instrument department. The event delayed the patient's infusion. There was patient involvement, delay in therapy but no patient harm.